Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was paused for about 1.5 hours due to an insulin occlusion alert that resolved when the infusion set was replaced, but hyperglycemia persisted. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by repeated failed infusion sets.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 9/24/24. The user and their fiancé reported that the user had been hospitalized for dka on (B)(6) 2024. The user had received an occlusion alert earlier that night and found the tubing kinked. The use was using the convatec inset (23", 6mm) teflon infusion set. After changing the supplies, the user experienced high bg alerts, nausea, and a headache. Due to the severity, the fiancé drove the user to the hospital, where their bg measured 670 mg/dl. The user was admitted to the ER, then the ICU, receiving IV insulin, potassium, and fluids before being discharged on (B)(6) 2024. The user has since reconnected to the ilet and requested additional training.